Event description:
A malfunction alarm identified as ¿malf 9¿ was reported, and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller with resetting it, effectively preventing the recurrence of the malfunction. The customer was advised to continue using the pump and to contact support again if the issue reoccurred, which the caller understood.